Manufacturer narrative:
The device analysis report attached to initial report was incorrectly attached, please disregard.

Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2021 due to being a non-user.